Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent. No ts or suture remain on the insertion needle but were returned for evaluation. Examination of the construct showed t1 is bent, this likely occurred when being removed from the patients meniscus. T2 and the suture showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Credit will not be issued.

Manufacturer narrative:
(B)(4).

Event description:
After the deployment of t1 - t2 stuck in the middle of the needle. A backup device was readily available. No delays or patient injuries were reported.